Event description:
Correction report as information received by smiths medical regarding event occurred prior to use. This was reported in error.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical laryngeal-tube was a size 4 product, when labelled as a size 3 product. However, the slip-joint connector was a size 3 product. No patient injury.